Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: MFR reference report: 3006705815-2019-00051. It was reported that the patient was experiencing nausea and headaches since getting implanted. Patient reports that the issue resolves if the system is turned off. Due to the issue the system was explanted on (B)(6) 2018.

Event description:
Device 2 of 2: MFR reference report: 3006705815-2019-00051.